Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to elevated blood glucose levels; however, no specific bg value was provided. Tandem technical support attempted to follow up to get more information on the reported event; however, no additional information was provided.